Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an air bubble anomaly. The blood glucose at the time of the incident was 250 mg/dl. The customer states they have had air bubble anomalies for months. The customer states they keep the insulin at room temperature. The customer states the pump was not rewound with a reservoir in place, or prefills the reservoir. The customer sates they did not notice a leak or air bubbles in the set. However the air bubbles were noted, two days after during set change.